Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported that tubes are overfilling, just started happening since they opened this new lot. Reported today unknown when it started, but she says she thinks the new lot was opened today." "It has come to our attention today that there is a problem with the new lot of blue top coag tubes we have put into use. They are overfilling. So far today, we have rejected 9 due to this problem (both nurse and phlebotomist draws). It is lot 9260290 expiring 6/30/2020."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported that tubes are overfilling, just started happening since they opened this new lot. Reported today unknown when it started, but she says she thinks the new lot was opened today." "It has come to our attention today that there is a problem with the new lot of blue top coag tubes we have put into use. They are overfilling. So far today, we have rejected 9 due to this problem (both nurse and phlebotomist draws). It is lot 9260290, expiring 6/30/2020."